Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry control intermittent error. Review of the system log file showed that the geometry errors. Upon further inspection, the fse found that mvr board and propeller rotation drive are defective. The fse replaced the mvr board, propeller rotation drive and performed current calibration. After replacement of mvr board and propeller rotation drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system had geometry errors. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.